Event description:
It was reported that the customer experienced ongoing battery-related issues on the insulin pump. The blood glucose reading was not provided. The customer stated that he tried 10 different batteries, as well as different brands of batteries, but the insulin pump kept alarming failed battery test and battery out limit alarm. He was advised to use a recommended brand of battery. He declined troubleshooting assistance due to lack of batteries for testing, advising that he would call back for assistance if necessary. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.